Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation/slda appears to be due to procedural conditions. The off-label use was due to the mitraclip device being used on the tricuspid valve. The poor image resolution was due to procedural conditions. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - patient selection (use in tricuspid valve).

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation grade 3-4. An xtw clip was inserted and deployed on the tricuspid valve. It was noted that after deployment of the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted to stabilize the slda clip and the procedure was concluded with a resulting tr of grade 1. Imaging was noted to be challenging throughout the procedure. There was no clinically significant delay in the procedure. No additional information was provided.